Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the dissection could not be determined with the provided information. Attempts to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable, or was not applicable.

Event description:
On (B)(6) 2010, the patient underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On an unk date, follow-up imaging identified a distal dissection and aneurysm enlargement of an unk amount. It was noted that there was blood flow into the aneurysm sac from the dissection. On (B)(6) 2013, an intervention was performed to treat the dissection. An iliac extender component was implanted into the right external iliac to provide distal extension of the previously implanted contralateral leg component. A balloon expandable covered stent was then implanted to provided additional distal coverage. Final angiography showed resolution of the dissection and the patient tolerated the procedure.